Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 4cm and 5cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC removed for swelling, bruising, leaking and pain around the insertion site. After removing it, we found a slit at the 4.5cm mark. PICC was secured with a securacath at the 2cm mark. Heat packs were applied to the arm. A new catheter was inserted in the internal jugular by ir due to left arm lib restriction and swelling to the right arm from the previous PICC. New PICC was inserted in the same afternoon, slight delay in treatment but no clinically significant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.